Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was good.